Event description:
It was reported that a rupture in the balloon of a coda balloon catheter was identified when the product was opened for tough-up following stent graft placement during a thoracic endovascular aortic repair (tevar) procedure. While removing air, continuous suction was noted. As saline was injected, a pinhole rupture was confirmed. A new ballon from another manufacturer was opened to complete the procedure successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.